Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent bladder repair and sling revision with autologous fascia on (B)(6) 2011. It was reported that the patient underwent laparoscopic cholecystectomy and excision of fatty nodule on (B)(6) 2011; and open appendectomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent mesh removal on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.